Manufacturer narrative:
(B)(6). Patient information was unavailable at the time of filing. Manufacturing date unavailable at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The issue was resolved after parts were replaced. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the system was not able to fire 2d and 3d intermittently. Troubleshooting found no error in the logs, while the remote desktop sedecal generator panel showed error 63. This error was cleared using diagnostics tools, but the gantry controller was still not ready for the 3d x-ray intermittently. There was no patient impact reported and no delay to surgery.

Manufacturer narrative:
The motion enclosure was returned to the manufacturer for analysis. Analysis found no fault with the motion enclosure. The x-ray hand switch was returned to the manufacturer for analysis. Analysis found that it failed functionality and usability testing; the 2d, 3d, and imaging buttons were intermittent. Analysis found that the reported event was related to an electrical issue. If information is provided in the future, a supplemental report will be issued.